Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: h.6., a.2.

Event description:
Healthcare professional reported a left side "appears mildly deformed and there is impression of capsular separation, rupture and nodular tissue. The device has been explanted.

Event description:
Patient representative further reported, "increased risk of alcl". Also reported, was "personal injuries and related damages", which has been deemed not related to the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture, capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "appears mildly deformed and there is impression of capsular separation, capsular contracture, baker grade unknown, rupture and nodular tissue. The device remains implanted.

Event description:
The device has been explanted.